Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable. Additional observations: the insulation of the conductor wire was found to be retracted. The wire appeared to be partially pulled out, thus, exposing the wire. The instrument failed an electrical continuity test. No signs of thermal damage were observed the probable root cause of retracted insulation and broken cable is attributed to damage through external collisions, during use, or during reprocessing. Correction: primary product batch/lot number under section d was updated to k14250109 0086.

Event description:
Refer to h11 for follow-up information.